Event description:
It was reported that the patient was admitted to the hospital due to a vt storm. After 80 documented instances of device therapy, the device stopped delivering therapy and external defib was administered. Upon interrogation the device was found to be in hardware reset without defib support. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.